Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 9/06/2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union. The im nail was replaced with a 10mm x 320mm standard im nail per the sign technique manual. Surgeon comment: "8 months back this surgery was done form him in (B)(6) but he had pain and problems of walking with full weightbearing and as you see talutibial joint is destroyed that's why we did arthrodesis."